Manufacturer narrative:
(B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during an ultrasonic lithotripsy procedure using a ngage nitinol stone extractor, the doctor used the device to enter the ureteroscope for stone removal. The doctor then found the end of the basket was broken. The basket was immediately removed and a new stone basket was used to continue the procedure. There were no adverse effects to the patient as a result of this occurrence. No section of the device remained inside the patient's body and the patient required no additional procedures due to this difficulty. Additional details regarding the patient and event have been requested. At this time, no additional information has been provided.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: it is reported during an ultrasonic lithotripsy procedure using a ngage nitinol stone extractor, the doctor used the device to enter the ureteroscope for stone removal. The doctor then found the end of the basket was broken. The basket was immediately removed and a new stone basket was used to continue the procedure. There were no adverse effects to the patient as a result of this occurrence. No section of the device remained inside the patient's body and the patient required no additional procedures due to this difficulty. Investigation - evaluation: reviews of the complaint history, instructions for use (IFU), device history record, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ngage nitinol stone extractor. Was returned for investigation with the handle in the open position. The tuohy borst adaptor was covering the basket formation. The male luer lock adapter was tight, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 4 cm in length. The support sheath was bent at the nose of the luer lock adapter and 3 cm from distal end of support sheath. No kinks were noted in the basket sheath. A functional test determined the handle moves the basket formation, but the basket formation did not open or close. All four basket wires were broken. A document-based investigation evaluation was also performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence that nonconforming product exists in house or in field. There were no identified gaps in the manufacturing instructions or quality controls procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use, which state, ¿excessive force could damage device.¿ based on the information available, investigation has concluded that a cause for this event could not be established, as the device was likely damaged from an unknown interaction with the scope. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.